Manufacturer narrative:
Additional information: age and date of birth, patient weight, and ethnicity and race: not applicable as there was no patient contact. Date of event: unknown as information was not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. Therefore, it was not explanted. It was indicated that the device is not being returned for evaluation as it was discarded therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was damaged out of the injector and there was no patient contact. The product is not being returned as it was discarded. Through follow-up additional information was received confirming the back-up lens with the same model and diopter size was used to complete the procedure and the patient outcome post-procedure was reported as successful. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d9: returned to manufacturer: yes. Section d-9: date returned to manufacturer: 10-jan-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed trace amounts of viscoelastic residue in the cartridge and that a lens was received stuck inside of the cartridge. The external assembly was inspected and, presented with no issues. The lens was removed and cleaned, presenting with lens damage as well as a detached haptic. The complaint issue could be confirmed; however, this may be attributed to handling and an inadequate amount of ovd, suggested by the trace amounts of viscoelastic residue inside of the cartridge, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaint was received from this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.